Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a flipped pump. An x-ray was taken of the patient's pump the day prior to the report date. The healthcare provider (hcp) reported that the patient was not having symptoms, and was "doing fine". The hcp was planning to non-surgically flip the pump before refill. There was no other event detail provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).